Event description:
It was reported that the patient was still experiencing chest pain and throat irritation and that her stress test was abnormal. It was initially assumed that the patient's cardiac issues were causing the pain, but this was ruled out after a cardiac catheterization returned as normal. The pain felt that the vns was the source of the pain and wanted it removed. The patient's daughter later reported that the vns was pressing against the mother's heart and they wanted it removed. No relevant surgery is known to have occurred to date.

Event description:
It was reported that surgery was to occur, but the replacement was delayed due to co-morbidity issues that were unrelated to vns. No relevant surgery is known to have occurred to date.

Event description:
It was reported via a phone call from an MRI facility that the patient's vns had been disabled since it "broke," which was a reference to the high impedance observed on the patient's vns previously. The MRI facility had reported that the patient has had multiple falls. It was believed that there were many fractures observed in the x-rays for the MRI, but follow up by the company representative with the surgeon's office revealed that the MRI facility appeared to have been looking at the electrode helicals and believed that these were fractures. The patient was scheduled for a surgery to take more images of the lead. No relevant surgery is known to have occurred to date.

Event description:
It was reported that a vns patient¿s device showed low impedance. Additional relevant information has not been received to-date.

Event description:
Follow-up to the physician provided the device has had increasing impedances values since (B)(6) 2016, resulting in high impedance. The patient reported that she has not had a seizure in two months but she has had a mild shock near the generator site. The patient has denied any trauma or manipulation. No known surgery has occurred to-date.

Manufacturer narrative:
(B)(6).

Event description:
The physician later provided the patient had high lead impedance still and was referred for lead revision. The patient states she has been having pain on the left side of the neck by the lead for the vns and has heard a cracking noise. She states that she is having pain on the left side of the chest where the magnet is and states there is swelling on that side, and feels like little knots. The patient states that when she lay on the left side of the neck it hurts and feels like it crackles. The patient states that she start having tingling like feeling 2 weeks ago, states that feels like having electric shocking.

Event description:
Follow-up from the physician¿s office provided that the swelling was not related to vns, even though the lead impedance is high.

Event description:
Follow-up was received indicating the patient does not want to go through with the revision due to her age and other health issues.